Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The facility materials manager reported the footswitch was not recognized by the system. One patient had received eye drops; the eye had been blocked and prepped. The case was canceled. No patient injury was reported.